Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure e216 scope communication error was confirmed. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable cause of this complaint is expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the camera had error e216 scope communication error. There were no reports of any patient harm.